Event description:
Procedure type: orthopedic. According to the reporter: linked to us (B)(4), on (B)(6) 2012 the customer reports that following orthopedic surgeries using polysorb, patients suddenly developed granulomas on their scars.

Manufacturer narrative:
(B)(4).